Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the patient's monitor wasn't fully powered up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't fully power up) was confirmed. Upon investigation the monitor was resetting, the cause for the resets was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.